Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Visual inspection under 10x magnification revealed hairline cracks around both controller power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigated conducted under CAPA (B)(4) , the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(4) falls within the bounds of this CAPA. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(4) . Log file analysis revealed two (2) controller power up events were logged on 22/may/2020 at 19:25:12 and at 20:17:59. The data point logged in the controller's internal logs prior to the first loss of power revealed that (B)(4) was connected to power port one (1) with 53% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 24% rsoc. The data point recorded after the first loss of power revealed that (B)(4) was connected to power port one (1) and an active adapter was connected to power port two (2). The controller was without power for 14 seconds. The data point logged in the controller's internal logs prior to the second loss of power revealed that (B)(4) was connected to power port one (1) with 49% rsoc and (B)(4) was connected to power port two (2) with 24% rsoc. The data point recorded after the second loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). The controller was without power for 6 seconds. Several momentary disconnections were recorded leading up to the second loss of power. Additionally, a controller power up event without a motor start was logged on 25/may/2020 at 12:07:31, likely due to troubleshooting and/or the reported controller exchange. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on (B)(4) in accordance with the requirements under fsca (B)(4) on 04/jul/2018. There is no evidence that the lubrication servicing had been performed on the (B)(4) . A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections due to contamination of the controller power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA (B)(4) investigated momentary disconnections prior to lubrication servicing. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2016 / serial or lot#: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2015 . Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2016 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2016 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-dec-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected losses of power and four batteries exhibited power switching. The controller and all four batteries were exchanged. No patient complications have been reported as a result of this event.